Event description:
It was reported that a user experienced loss of dexcom g7 glucose readings on the ilet, with the device displaying sensor reconnecting and requiring bluetooth toggle, restart, and re-pairing, consistent with intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.